Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock while waking. The device is currently programmed to primary vector. Troubleshooting was performed and with the patient performing arm movements there was observations of non-physiological artifacts. It was found that the lead was fractured. A save to disk was recommended to analyze the device. Device analysis confirmed the device is fine to still be implanted. Technical services recommended replacing the lead. The device was programmed to secondary vector to avoid any further inappropriate shocks. At this time, the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock while waking. The device is currently programmed to primary vector. Troubleshooting was performed and with the patient performing arm movements there was observations of non-physiological artifacts. It was found that the lead was fractured. A save to disk was recommended to analyze the device. Device analysis confirmed the device is fine to still be implanted. Technical services recommended replacing the lead. The device was programmed to secondary vector to avoid any further inappropriate shocks. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received which reported that this electrode was explanted and replaced successfully. The electrode is expected to be returned for analysis. No additional adverse patient effects were reported.